Event description:
The customer reported that while running an antibody screening assay. Summit sample handler did not pipette sample in well position 5 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.